Event description:
Per information provided: on (B)(6) 2005: patient was diagnosed with strangulated incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the sac contain serous fluid was debrided. A few adhesions between the omentum and the sac were divided. A large ventralex mesh (device #1) used for umbilical hernia repair was placed under the hernia ring and secured in position using sutures.¿ on (B)(6) 2008: patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿incisional hernia was developed between the patch (device #1) and the hernia ring towards the left of the midline. The sac of the hernia contain omentum, that was incarcerated with soft adhesions was removed. The ventralex patch (device #1) was replaced with sutures. The hernia defect was covered by bard flat mesh (device #2) that was set in position with staples.¿ on (B)(6) 2009: patient was diagnosed with abdominal pain; recurrent symptomatic incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #3). Per operative notes, ¿hernia sac contained omentum was excised. A large size of ventralex patch (device #3) was used to repair the hernia. This was secured to the skin with suture including the marlex mesh (device #2) and the hernial ring.¿ on (B)(6) 2015: patient was diagnosed with hiatal hernia thereby underwent laparoscopic repair. Per operative notes, ¿midline adhesions were taken down. Roux-en-y gastric bypass was performed. The midline hernia was repaired using sutures.¿ on (B)(6) 2015: patient was diagnosed with incarcerated incisional hernia thereby underwent robotic assisted repair with the implant of ventralight st mesh using echo ps (device #4). Per operative notes, ¿multiple adhesions were taken down and the fascia defects were closed with sutures. A ventralight st mesh using echo ps (device #4) was pulled up to the abdominal wall and the mesh was tacked to the abdominal wall using secure strap.¿ on (B)(6) 2017: patient was diagnosed with small incisional hernia with severe rectus diastasis thereby underwent open repair. Per operative notes, ¿the patient had large scar. A small incisional hernia and severe rectus diastasis around previous hernia repair was exposed. It was repaired using sutures.¿ attorney alleges that the patient had adhesions, pain and emotional injuries. It was also alleged that the patient had separation of wound edges, depression, weight gain, stress.

Manufacturer narrative:
Based on the information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of ventralight st mesh using echo ps, patient was diagnosed with hernia recurrence. The instructions-for-use supplied with the device list hernia recurrence as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This emdr represents the ventralight st w/ echo (device #4). Additional supplemental emdr's were submitted to represent the bard flat mesh (device #2) and mesh ¿ ventralex (device #1 and device#3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.